Event description:
Device was explanted due to pain, wound dehiscence, and migration of device.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.